Event description:
The sales rep was at the customer site training on new trima version 6.0.1 software. During a drbc procedure, he was running with a pt, he noticed a screen instructing the operator to manually add 147 mls of as-3 to the collected rbc product, even though the as-3 was already added automatically by trima. The customer would not provide the age of the pt. There was no death or injury or med intervention associated with this event.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.